Manufacturer narrative:
On (B)(6) 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the ssal smooth rnd diap 275cc breast implant had a tear on the anterior view extending to the posterior view, measuring approximately 14.8 cm. Additionally, a crease/fold within the tear was identified on the posterior aspect. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) white female patient underwent revision breast augmentation with a 275cc mentor smooth round moderate profile on both sides and experienced right side breast implant deflation postoperatively. The patient underwent bilateral removal surgery on (B)(6) 2021. On (B)(6) 2021, the mentor failure analysis lab received two device for evaluation with same lot number. Preliminary analysis by mentor failure analysis found both devices with rupture within the crease. Hence, this report is being submitted for the left side.